Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction:pcb issue.

Event description:
Consumer reported complaint for e-4; meter error and low blood glucose test results. The customer's expected fasting blood glucose test result range is 130 to 200 mg/dl. The customer performed a blood glucose test on (B)(6) 2016 at 0830am fasting and produced result of 39 mg/dl. The customer then drank juice, consumed a diabetic glucose tablet, and administered insulin. After, the customer attempted to perform a blood glucose test and received e-4 error message. The customer provided that orange juice may have spilled on the meter. The customer reported symptoms of feeling delusional. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The customer is currently taking insulin to manage diabetes. During the call on (B)(6) 2016, a back to back blood test was attempted by the customer, but e-4 error message was displayed. The product is stored in the bathroom. The test strip lot manufacturer's expiration date is 07/20/2016 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Adverse event not reported.